Event description:
The patient reportedly experienced an overly loud sensation followed by no sound percept. In 2004, the pt reportedly was seen at the center for device eval. External equipment was exchanged. However, the problem was not resolved. On the event date, the pt was seen by a co rep. Testing performed confirmed that the pt's device was no longer functioning. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.